Manufacturer narrative:
A steris service technician arrived onsite following the reported event and confirmed the reported event and that the usb-x required replacement. The technician replaced the usb-x, tested the function and operation of the unit, confirmed it to be operating to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure, the touch panel to their hexavue ip custom room rack was not working properly. No report of injury.